Event description:
The patient developed acute myocardial infarction and she was brought to the hospital as an emergency. Coronary angiography was conducted and thrombus was observed in the implanted cypher. Percutaneous aspiration and balloon angioplasty were conducted with a 2.5xunk mm balloon.